Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer was going down a hill in (B)(6) when the anti-tippers allegedly failed, causing him to fall. The consumer was allegedly transported to the hospital for unspecified injuries.